Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra 2 meter does not turn on. The medical affairs specialist was not able to contact the reporter at the hospital to obtain/clarify information. The reporter at the hospital said the meter did not turn on starting two days prior. Due to the issue, the patient skipped his dose of 60 units of novolog insulin. The reporter alleged that the next morning the patient experienced a symptom of blurred vision. It would be helpful to know whether the symptoms were typical glycemic symptoms for the patient, what his normal diabetes medication regimen is, why the dose was skipped that day, and whether there was any delay in treating the patient or whether another meter was used in the hospital. It was determined during the troubleshooting telephone call, the meter did not power on when pressing the power button or when inserting test strips. The user did not replace the battery per the owner's manual. This complaint is being reported because it was alleged that the patient's meter did not turn on, that the patient skipped a dose of insulin due to the issue, and that the patient subsequently suffered a symptom indicative of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.